Manufacturer narrative:
Per the patient's surgeon, it was reported that prior to extrusion of the device, the patient had an infection at the implant site. The device was explanted on (B)(6) 2016. This report is filed march 18, 2016.

Manufacturer narrative:
This report filed february 2016. Device not received by manufacturer.

Event description:
Per the clinic, the device was explanted (date not reported), due to extrusion of the device. It is unknown if the patient was reimplanted with a new device as of the date of this report february 2016.

Manufacturer narrative:
This report is filed may 2, 2016.